Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high after changing the set. The blood glucose reading was 600 mg/dl. The customer experienced blurry vision and nausea. The drive support cap appeared normal and recessed. The insulin did exit with a manual prime and no leaks or air bubbles were observed. The insertion site was bruised and the cannula was bloody and bent. The customer was advised on insertion to avoid bent cannulas. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.